Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va0jpau, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The patient reported that she felt the implantable neurostimulator (ins) had moved and also felt the lead was in the wrong location. She had more lower back pain now. The patient was now feeling stimulation in the vagina and it was not in the right area. Decreasing amplitude did not eliminate the uncomfortable stimulation, but turning stimulation off stopped the sensation. Her urinary/bowel symptoms had not returned, but it was noted that patient had interstitial cystitis and it would never go away. She was going to the bathroom every 3 minutes. It was noted that the patient had fallen a lot in (B)(6) 2015 and it was not related to the ins. After a fall she had broken her arm in 3 places and also "about 40 pounds". She kept falling because, her discs were compressed to her spinal cord. The patient had surgery in her cervical spine where it was compressed. Since having the surgery her symptoms had been better. The p patient was supposed to have an MRI on the neck, which was not related to the ins, but ended up doing a CT scan. It was also noted that she was in the hospital for surgery on her neck and she told the nurse to do a foley catheter because it could send her bladder into spasm. After surgery, she was urinating blood and she felt the nurse did a foley catheter. Her bladder was spasming until the nurse gave her medications. The doctor felt that she passed a kidney stone because in (B)(6) 2015, she had kidney infections and she believed, she had a kidney stone. The patient thought, the kidney stone was passed because, her back on longer was hurting. Since the surgery she was on a liquid diet. It was noted that she only had one kidney. The patient was thinking of getting the ins taken out. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.